Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:05:39. During night drain cycle three, the patient's ultrafiltration reading was 1227ml, indicating the home patient drained 1137ml more than their maximum programmed fill volume of 1800ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The device received internal and external visual inspection with an unrelated issue noted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed electrical testing with no issues but failed functional testing for an unrelated issue. The increased intra-peritoneal volume event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be a use error, tidal total uf removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.